Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results, method and conclusion will be added in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended.

Event description:
Follow-up information provided the wireless software update was performed clearing the eri message. The device is providing therapy. The issue has been resolved.